Manufacturer narrative:
The following has been corrected: corrected to (B)(6) 2016 from (B)(6) 2016. Customer has been contacted to provide the rest of the required information. A letter listing outstanding information has been sent to customer to obtain additional information in order to submit follow up report and/or explain why required information was not provided and steps taken to obtain such information.

Manufacturer narrative:
This section is not applicable as the medical device is re-usable therefore no expiry date. If remedial action initiated, check type - this section is not applicable as no remedial action was initiated. If action reported to FDA under 21 usc 360i(f), list correction/removal reporting number - this section is not applicable as there was no action reported under 21 usc 360i(f) customer has been contacted to provide the rest of the required information. We are in the process of gathering additional information. A letter listing outstanding information has been sent to customer to obtain additional information in order to submit follow up report and/or explain why required information was not provided and steps taken to obtain such information. Sections still require information: awaiting customer response.

Manufacturer narrative:
Device not returned for evaluation.

Event description:
Customer complained of burns to the skin around electrode following use of grass subdermal needle electrodes. Customer said: "patient had a bifrontal craniotomy for tumor resection with intraoperative MRI imaging and intraoperative neurophysiologic monitoring including sseps and mers. The MRI was done with the platinum electrodes in place. When the surgical drapes were removed burns were noted at the site of the evoked potential electrodes on the forehead and bilateral chest. There were 2-4mm areas where the skin around the electrode appeared burned".